Manufacturer narrative:
Concomitant products: 419478 lead, implanted: (B)(6) 2012. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also the right ventricular lead integrity alert was triggered.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high pacing impedance and ove rsensing. It was noted that the oversensing was due to a rv lead fracture or a problem with the connector on the cardiac resynchronization therapy defibrillator (crt-d). The device was reprogrammed and a rv lead and device revision were planned. During the procedure, it was observed that the left ventricular (lv) lead had insulation defects at two places proximal and distal. The rv and lv lead were explanted and replaced. Due to the lv lead change to a quadripolar lead, the device was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Additional performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead also exhibited noise and pacing inhibition and a coil fracture was suspected. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that provocative manipulation of the arms resulted in right ventricular (rv) lead noise with pacing inhibition.